Event description:
It was reported that the right and left ventricular leads had high threshold, and the right ventricular lead additionally had intermittent capture. The leads were explanted and replaced. The device had premature battery depletion, due to the high lead thresholds. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.